Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
It was reported that a patient experienced an allergic reaction during a dental procedure that included the use of ossix bone, dentsply articaine and amoxicillin. The patient ended up in emergency department. The doctor reported that the patient has had antibiotics before without issue.